Event description:
It was reported that during a ptca procedure, the ace balloon ruptured at 16 atms on the second inflation. (Rbp=8 atms.) The lesion being treated was a denovo lesion in the mid right coronary artery. With the second inflation of the balloon, a loss of pressure was noted and blood was present in the inflation device. During attempts to remove the balloon, it became stuck in the lesion. The catheter was flushed in an attempt to facilitate removal. Several forceful attempts at removal were made. A dissection was noted and the pt was sent for emergent surgery for removal of the catheter and repair of the dissection. Additional info has been requested regarding this event.